Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the lower left door switch was adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the pendant would display that the gantry door was open when the door was closed. There was no patient present when this issue was identified. No additional information was provided.